Event description:
This complaint is from a literature source. The following literature cite has been reviewed: li p, lei r, ding l, wang y, ye z, yu d, su k, yang x, wei b, huang j, cao x, chang l, chen y, gan l, du j, shangguan l, li m, luo z. Long-term clinical outcomes and optimal treatment approaches of degenerative cervical spondylosis: a 12-year multicenter retrospective cohort study. Spine (phila pa 1976). 2025 jan 21. Doi: 10.1097/brs.0000000000005266. Epub ahead of print. Pmid: 39835425. Objective/methods/study data: the aim of this retrospective cohort study was to compare long-term outcomes and complications of cervical disc replacement (cdr) and anterior cervical discectomy and fusion (acdf) with cage-plate constructs (cpc) and stand-alone (sa) cages in treating degenerative cervical spondylosis. Between june 2009 and april 2012, a total of 1,146 patients (549 males and 597 females with mean age 46-48 years old) underwent anterior cervical procedures. The patients were grouped into cdr (n = 220), cpc-acdf (n = 540), and sa-acdf (n = 386). The sa-acdf group: a zero-p cage (depuy synthes) packed with autologous and allogeneic bones was inserted into the disc space, with screws placed in pilot holes at the rostral and caudal endplates. Mean follow-up 12 months. Lot, model and catalog number are not available, but the suspected depuy synthes device possibly associated with reported adverse events: unknown synthes zero-p cage. Adverse event(s) and provided interventions possibly associated with unk - constructs: zero-p (B)(4) qty).. -33 patients in the sa-acdf group experienced mild dysphagia. No treatment indicated. -(23.6%) in the sa-acdf group incidence of implant subsidence. No treatment indicated. -(40.7%) in the sa-acdf group adjacent segment degeneration. No treatment indicated. -18 patients in the sa-acdf group had reoperation surgery. No treatment indicated.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional narrative: d4: UDI: as the catalog/model number was not provided, (01)gtin is not available.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: h3, h6: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.